Manufacturer narrative:
Technician replaced both side rail power control boards and the user control module cables to resolve the issue.

Event description:
Technician alleged that the bed had intermittent functions electrical and manual. No pt impact.